Event description:
As soon as caller began using the device at the beginning of the year, they received "shipped readings" and inaccurate results. Caller spoke to MFR 3 times regarding the complaint and issue was not resolved. Caller sent device back to the MFR approx 1 month ago and has not received a reply.